Manufacturer narrative:
Product problem selected. Inadvertently marked as adverse event on initial medwatch the reported event was confirmed during device evaluation. UDI (B)(4) found in accessgudid. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b1, d4 and h10 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to bending section and insertion section which led to electronic parts and no image occurred however, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope insertion section crushed at insertion tube distal tip. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found a b30 (scope communication) error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the bending section cover rubber glue was cracked, switched 1-4 were not working, the bending section had a dent, the insertion tube had multiple dents, the angulation for the up/down was out of specification, and there was a customer label on the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.